Event description:
Following successful redo-mvr (mitral valve repair), the retrograde coronary sinus catheter balloon was deflated and the catheter withdrawn from its introducer. Mild resistance was noted during withdrawal. When the catheter was out of the introducer it was seen that the tip was missing and that a portion of "copper wire" was attached to the catheter. The surgeon was notified. Tee (transesophageal echocardiography) showed no catheter remnants in the svc (superior vena cava), ra (right atrium), rv (right ventricle), rvot (right ventricle outflow tract), mpa (main pulmonary artery) and rpa (right pulmonry artery). Stat chest x-ray showed no obvious foreign body. It was concluded that the catheter tip had migrated to the distal pulmonary vasculature. Following discussions with surgery and cardiology, it was agreed that the risk of attempting to retrieve the catheter tip would likely exceed the benefit, and that no further intervention was warranted. Full disclosure was made to the patient and the manufacturer was notified.